Event description:
During surgical insertion, the coral cross connector broke. There was no injury to the pt. This caused less than a 5 minute delay in surgery as there was a spare part immediately available.

Manufacturer narrative:
The device involved in the reported incident was evaluated and an investigation has been completed. The reported breakage was confirmed; however, an assignable cause could not be determined for the breakage. Multiple welded samples were tested to evaluate the strength of their weld. No pattern or trend was exhibited. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.